Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, noise and p wave undersensing. The ra lead was reprogrammed and remains in use. It was also reported that the right ventricular (rv) lead exhibited a lead warning for high impedance on the superior vena cava (svc) coil and a second lead integrity alert (lia) for high impedance and high sensing integrity counter (sic) value. No patient complications have been reported as a result of this event.